Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Consumer did not return product for eval.

Event description:
Consumer was removing a tampon and the string came out. When the customer removed the pledget it came apart in pieces.